Event description:
After an implantation period of approx. 106 months, insulation damage was observed. The lead was explanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 13 cm distal to the is-1 connector pin into two segments. An extraction aid was found in the lead body. The analysis showed that the insulation was found abraded through approximately 45 cm proximal to the lead tip, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.